Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with an aris on (B)(6) 2019. The following month, the patient experienced pain at the sling site and requested removal of the implant. Surgery under anesthesia was performed on (B)(6) 2019, with partial removal of the device, but it did not alleviate the pain. A second-opinion consultation is performed and conservative treatment is recommended first, with removal of the sling depending on progress. The patient refused the recommendation and consulted outside (USA) and had the sling completely removed, followed by 2 reconstructive surgeries for relapse of prolapse and stress urinary incontinence. There was a noticeable improvement in pain after removal of the sling.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.